Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate with the charger. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken where in the ipg was explanted and replaced addressing the issue.